Event description:
Cardiac afib; had double mastectomy. Within a year I began memory issues, bruises, utis, bowel issues, skin problems, chronic pain, migraines, seizures, zone out, capsularities, asthma, pulmonary disease, opacities in lungs, gross fatigue, revoked license, loss of balance led to falls resulting in concussions, anxiety, lupus flare, rash, hair breaking and falling out, nails breaking, increase in cardiac issues, syncope episodes, difficulty expressing self, paranoid, cataracts, sleep. Numerous ed visits. I knew I was sick. I saw 3 (B)(6) surgeons all denied my request for explant. Saw private plastic and said no. Had to go out of state. FDA safety report ID# (B)(4).